Event description:
The customer contacted beckman coulter, inc (bci) in regards to erratic progesterone results generated on the access 2 immunoassay system for thirty one pts. The pt samples were retested and the results were not within the range. The initial erroneously elevated results were reported outside the lab. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
The field service engineer (fse) was onsite on (B)(4) 2009 to investigate the event. The fse investigate the instrument and no errors were found. The fse performed a 10 replicate precision run using l3 quality control (qc) material and ran a high sensitivity (hs) system check. All the testing was within specifications. Also, the fse noted that the customer leaves the uncapped pts' samples on the system all day and does not have the westgard qc rule flags turned on. The fse advised the customer that the pts' samples cannot be left uncapped all day on the instrument. Also, the fse advised the customer that the westgard rules will alert them if results are out on their qc ranges. The fse indicated that no hardware issues were found or contributed to this event. Although the fse noted sample handling issues while onsite, no definitive root cause can be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events. This is 12 of 31 separate MDR reports related to 31 pt events associated with a single malfunction report.